Manufacturer narrative:
Citation: tarantini g, et al. Treatment of degenerated surgical aortic valve: the importance of having a "lifetime strategy" in younger patients with severe aortic disease. Catheter cardiovasc interv. 2021 jun 1;97(7):1489-1491. Doi: 10.1002/ccd.29766. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding valve-in-valve transcatheter aortic valve replacement (viv tavr) for the treatment of degenerated surgical aortic valves. All data was collected from a meta-analysis review of four studies. Three of the four studies (3,695 patients; mean age 78 years) included approximately 2,164 patients who underwent viv tavr with the medtronic corevalve (approximately 1,352) or evolut (approximately 812; may have included evolut r or evolut pro). No unique device identifier numbers were provided. Of the three studies that included patients treated with medtronic product, approximately 140 and 476 deaths occurred within thirty days and one year after viv tavr, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Adverse events that may have been associated with medtronic product during or after viv tavr: new permanent pacemaker implantation, stroke, conversion to redo-surgical aortic valve replacement, coronary obstruction, and moderate to severe paravalvular leak. No additional adverse patient effects or product performance issues were reported.